Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not close the clips properly. Another device was used to complete the case. There was no consequence to the patient.